Event description:
Caller reported blood glucose results of 247 mg/dl, 56 mg/dl, 340 mg/dl, and 317 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller states patient tested 2.5 inr on the coaguchek xs system while a comparison lab returned as 4.4 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.